Event description:
It was reported the balloon would not stay inflated. There were no patient complications reported.

Manufacturer narrative:
Examination revealed that the balloon failed to inflate due to leakage, which was observed between the inflation lumen and the pa distal lumen in the backform. The ra infusion lumen, rv infusion lumen, and proximal injectate lumen were patent without any leakage or occlusion observed. There was no visible damage observed from the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The reported event of "balloon would not stay inflated" was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.